Event description:
Note: the date of event is unk. Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-05762, for the other associated device information. It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a egd (esophagogastroduodenoscopy). According to the complainant, during the procedure and after taking a biopsy sample, the radial jaw 4 single use biopsy forceps large capacity device appeared bent and could not be removed from the scope. The procedure was completed with another of the same device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been successful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.